Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door was failed. The field service engineer (fse) verified the reported problem and found that the door had sagged, preventing it from engaging the latch properly. Fse confirmed that the failure was due to customer owned refrigerator and the door hinge became loose and the door sagged after several months of use. The door was adjusted as needed, and all tests were passed successfully. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower refrigerator repeatedly experienced a drawer failure after each use when opened. However, there were no delays, adverse events or injuries reported based on this event.